Manufacturer narrative:
During inspection and testing, the coating on the insertion tube was peeling and the metal mesh was exposed which confirmed the reported issues of a leak and breakage of the insertion tube. In addition, the adhesive on the bending section cover was peeling and the insulation test failed due to breakage of the insertion tube and peeling of the adhesive on the bending section. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during device maintenance, the device did not pass the leak test and there was breakage on the insertion tube just before the flexible part. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the coating on the insertion tube was peeling and the metal mesh was exposed. This report is being submitted for the malfunction found during evaluation (peeling coating). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use warning: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.